Manufacturer narrative:
The subject device was returned to olympus repair center. The evaluation of the subject device confirmed the followings; break of the cable was noted. The reported event was caused by the break of the cable. If additional information becomes available, this report will be supplemented.

Event description:
During a laparoscopic surgery, interference fringes appeared on the endoscopic image. The endoscopic image then disappeared. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc guessed that the break of the cable was caused by user handling. If additional information becomes available, this report will be supplemented.